Event description:
It was reported prior to using bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0, one unit (1) exhibited black stopper instead of red one. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of the three photos showed the presence of an incorrect stopper in the shield. This product requires a red stopper, not a grey stopper, as per the specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect stopper color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.